Event description:
The device was implanted in 2004. It is reported that while the pt was reaching for a pickle jar, they felt the femoral head pop out of the constrained liner and then fell. The device was revised in 2005. Analysis of the constrained liner after removal showed significant wear on the metal ring and liner 180 degrees from the middle of the hood, indicating impaction with the stem. It was determined by the surgeon that the shell and liner were anteverted and the stem was retroverted resulting in dislocation.